Manufacturer narrative:
Concomitant medical products: product ID a520, serial# unknown, product type software. Product ID hh90g01, serial# (B)(4), product type mobile platform, product ID tm90g0, serial# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that last night the patient went to use it and can't get it to stay on (handset), it keeps shutting itself off. The patient can press button to turn the screen on, but the my therapy keeps shutting off and the other unit (communicator) that is with it is shutting off also. So every time the patient presses the button, they had to reconnect everything like every 15 minutes. When the patient goes back in to check the setting, it always goes back to zero. The sliding bar always goes to off on its own. The patient was just lying in bed and it wasn't staying on. Where the patient lives is working through at<(>&<)>t it doesn't work in their service. When calling the 800 number last night, they said the patient might have a faulty device and call in the morning. Walked caller through how to use the handset and communicator to connect to the stimulator. Explained that if the patient doesn't touch the handset or communicator for 3 minutes they will shut off or go into sleep mode on their own. Asked if the patient was sliding the on bar to off and they said they weren't. Patient was taking the communicator away from stimul ator once they were connected. Explained to the patient they have to leave the communicator over the stimulator until they are done check or changing the settings, or they will get the message this session has ended. When patient checked their settings, it said 0.6 volts program 1 and stimulation was on. Had the patient exit out of the session and go back in and the therapy was still on. Patient doesn't know how the therapy was shutting off on its own. The patient is going to monitor it for a couple days and see if it continues to be an issue.